Event description:
It was reported that on (B)(6) 2007: the patient underwent a lumbar disc replacement and fusion. On (B)(6) 2007: the patient underwent MRI of the lumbar spine with and without contrast due to right hip and calf pain and a history of lumbar disc replacement and fusion. Interpretation: t12-l1, the disc space appears narrowed and degenerated with degenerative changes involving the adjacent end plates; l3-4, mild disc bulging is identified and l4 pedicle screws are seen; l4-5, fusion material is noted within the disc space. Pedicle screws are noted. Non-enhancing soft tissue also appears to involve the right facet articulations and neural foramen with the tissue coming in close contact to the right lateral aspect of the thecal sac; l5-s1, a fusion device is noted within the disc space and posterior metallic fixation is noted at l5-s1. Non-specific enhancing soft tissue also can be seen involving the posterior elements on the right with extension into the right neural foramen. The findings appear to abut the lateral margin of the right s1 nerve as well as possibly the right foraminal nerve; minimal anterior subluxation of l4 on l5 is still seen. On (B)(6) 2008: the patient underwent CT of the lumbar spine without contrast. Conclusion: anterior and posterior surgical fusion at l4-5 and l5-s1, with no evidence of hardware complication. Possible bony fusion in the left l4-5 posterior elements, but no evidence of bony fusion elsewhere in the posterior elements or across the l4-5 and l5-s1 disc spaces; soft tissue in the right l4-5 and l5-s1 neural foramina (s/p facetectomies/foraminotomies), with appearance suggesting granulation tissue on previous MRI. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Event description:
It was reported that on (B)(6) 2010 the patient underwent hardware removal and lumbar fusion procedure using rhbmp-2/acs, and floseal hemostatic matrix. (B)(6) 2010 the patient was doing well and pain improved with hardware. The patient reported some light headedness. Assessment: status post lumbar fusion; hardware removal; neurologically stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.